Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left superficial femoral artery. A 3mmx20mmx144cm coyote es balloon catheter was advanced for pre-dilation, but the balloon ruptured during third inflation at 12 atmospheres. Then, it was replaced with a 3mmx40mmx146cm coyote es balloon catheter, which ruptured during second dilation at 10 atmospheres. Furthermore, a 2.50mm/1.5cm/140cm small peripheral cutting balloon was used, but also ruptured upon first inflation at 6 atmospheres. There was slight flow with the cutting balloon so when 5mm sterling balloon was advanced, it was able to cross, and dilation was performed. A non-boston scientific stent was placed, and the procedure was completed. There were no patient complications reported.